Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported syncope could not be conclusively determined through this evaluation. The account reported that the patient experienced a syncopal episode on (B)(6) 2020. A CT of the patient¿s head did not reveal any issues and interrogation of the patient¿s ICD with an echo and EKG did not reveal an etiology for the syncope. The patient remains ongoing on vad support with no further related issues reported. The current heartmate 3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced no external power events are reported against the mobile power unit in MFR. Report #2916596-2020-00476. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed out. Etiology and vad involvement was unknown. The patient had several no external power alarms and she was given a new mobile power unit. A CT head, ICD interrogation echo and electrocardiogram did not reveal an etiology for the syncope. Patient's diuretics were held for one day and she was discharged home on (B)(6) 2020. No additional information was reported.